Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection of rectal cancer procedure, there was poor staple formation, and the device did not tilt. The laparoscopic procedure was converted to an open procedure in order to fix the issue. The was unanticipated tissue loss. Also, there was a permanent tissue damage - at the beginning of laparoscopic radical resection of rectal cancer, due to anastomosis failure it was transferred to a laparotomy and the abdominal wound increased by 5cm. The surgical time was extended by more than 30 minutes.